Manufacturer narrative:
Final analysis of the implantable neurostimulator revealed no anomaly. Final analysis of extension 1 ((B)(4)) revealed that the product was 'cut through' and 'segmented.' Final analysis of extension 2 ((B)(4)) revealed no anomaly. Final analysis of lead 1 ((B)(4)) revealed that the product was 'cut through' and 'segmented.' Final analysis of lead 2 ((B)(4)) revealed the following: 'the #0 conductor was broken 23.7cm from the proximal end.' Final analysis of the adaptor revealed no anomaly.

Event description:
It was a reported a "metal contact" on the lead that connected to the extension was "broken off." The other lead within the system had impedances that were "on the high side," but were within normal limits. The patient was not feeling stimulation even with the settings "maxed out." The patient had a replacement surgery due to these issues. The two leads and implantable neurostimulator were removed. Per manufacturer's device registry, it was noted that two extensions within the patient's system were also removed on the same date. High impedances were reported and battery depletion was indicated as normal. The patient recovered without sequela. It was noted the patient was getting "great coverage" and was "doing well." A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: extension. Product ID: 7489, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: extension. Product ID: 64002, product type: adapter. Product ID: 389045, lot# j0537482v, implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: lead. Product ID: 389045, lot# j0537413v, implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.